Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issues. Physio did observe that the device intermittently would not power on using the power button. The main keypad assembly was replaced to resolve this issue. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed main keypad assembly. It was observed that the left side of the power button was worn and needed a firm press for recognition. The right side operated properly. The cause of the reported power off issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently powered off by itself. There was no patient use associated with this event. Upon evaluation of the customer¿s device, physio-control observed that the device intermittently would not power on.